Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 1 was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k073231.

Manufacturer narrative:
Follow up # 1/supplemental report text-11/30/2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found with an eeprom failure . If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
Device 2 of 3. Reference manufacturer reports: 1627487-2010-03639 and 1627487-2010-03641. The pt received an scs system, including two percutaneous leads, on (B)(6) 2010. The pt reported he felt his stimulation moving and, therefore, required constant reprogramming. As the physician felt the pt would benefit from a paddle lead, his percutaneous leads were explanted and replaced with one paddle lead. Post-operative, the pt felt pain in his right foot that had not been there pre-operative. A CT scan was performed but no anomalies were seen. The paddle lead was explanted and not immediately replaced. The physician has indicated a new lead will be implanted at a later date. The lot number of the paddle lead was not provided; therefore, the manufacture and expiration dates could not be determined. Follow up on the pt found that the pain in his foot is improving.